Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, stress problems possible lead to the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the protected film of the cysto-nephrofiberscope was peeled. It was unknown when the event occurred. There were no reports of patient involvement.